Event description:
During lap cholecystectomy, a jarit grasper forceps was used to remove the gallbladder. During extraction the hinge device broke. After surgery, it was determined that a small piece of the hinge was missing. X-ray revealed a small metal piece was in the abdomen. All jarit forceps were removed from the lap packs and examined. A second pair broke at the hinge site during this inspection. A small piece of the hinge broke off of the second instrument as well. Both instruments were 2 years old. It was determined not to remove piece in the pt as it would necessitate a second procedure, the pt had an obese abdomen and the piece was so small and would probably not present a risk to the pt. Pt concurred.